Event description:
It was reported that cgm displayed error message during sensor use. There was no reported impact to the customer¿s blood glucose level. Technical support guided caller through pump reset procedure, pump did not display error message again, and caller successfully started new sensor session, with no additional information received regarding the outcome of the event.